Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's cap detached at 45,238 joules of use; the procedure was completed by turp. There was no report of injury.